Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a sudden dropped of impedance measurements and had no sensing or capture. A fluoroscopy was performed which confirmed lead dislodgment and was now hanging on the right atrium. The field representative also stated that the patient had phrenic nerve stimulation. This lv lead was explanted and was replaced with no issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.